Event description:
Technician alleged the electrical safety check shows poor resistance reading on the power cord. No pt impact.

Manufacturer narrative:
The technician replaced the power cord assembly to resolve the issue.